Event description:
It has been reported that one bd¿ 20g x 1.16in (1.1 x 30 mm) insyte autoguard has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported that IV catheter had shaved plastic pieces on the straw. Per customer stated: "IV catheter had shaved plastic pieces on the straw"

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported were available for examination, so we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ 20g x 1.16in (1.1 x 30 mm) insyte autoguard has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported that IV catheter had shaved plastic pieces on the straw. Per customer stated: "IV catheter had shaved plastic pieces on the straw."